Event description:
On (B)(6) 2015 it was reported that the patient underwent prophylactic generator replacement on (B)(6) 2015 due to ifi=yes. The explanted generator could not be returned for product analysis as it had been discarded by the hospital.

Event description:
Clinic notes dated (B)(6) 2015 were received indicating that the patient's seizure frequency has increased and the generator needs to be replaced as the battery is at end of life. Since the patient's visit 2 months prior, the patient has had more frequent seizures and the severity of the seizures has worsened. It was noted that the patient has been having 3-4 per week for about 30-40sec. Overall the patient and family feel he is doing well. Medication compliance has been good. The physician attributes the battery nearing eos, at ifi=yes, as the most likely reason for the increased seizures. Although surgery is likely, it has not occurred to date. Interventions taken were to send the patient for generator replacement and increase the patient's depakote dosing. The physician suspects that the low battery life is causing the increase in seizures as the generator was placed in 2010. The increase in seizures is below pre-vns baseline levels. The physician indicated that the patient's atonic and focal staring seizures increased.